Manufacturer narrative:
Batch review performed on 22 may 2018. Lot 162963: 50 items manufactured and released on 16 june 2016. Expiration date: 2021-05-29 no anomalies found related to the problem. To date, 49 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by (B)(4) director on 23 may 2018. Acetabular component revision due to cup loosening occurred 1.5 years after primary cementless total hip arthroplasty in an (B)(6) (bmi 37) (B)(6) woman. The shell looks anteverted and protruding in the pelvis; radiolucent lines are also visible suggesting mobilization of the cup. Immediate postoperative implant position cannot be assessed as no x-ray is available. From the surgeon's report it appears that the original position was suboptimal and in his opinion concurred significantly to the loosening: if the initial position is analogous to the final one we agree that it may be a determinant cause for failure. The reasons that led to such positioning are not known, but an obese patient represents a challenge from the surgical point of view.

Event description:
On (B)(6) 2018 we were informed that patient presented to surgeon with painful hip from previous surgery. Xrays revealed lucent line around cup. Subsection of cup loosening. Revision surgery booked for (B)(6). On (B)(6) 2018 the revision surgery was performed. The surgeon revised the patient for cup loosening. Cup, liner and head swap. The surgery was completed successfully.